Manufacturer narrative:
G4:01mar2021. B4:03mar2021. H11:g5:k102985. H10: a philips dealer called and spoke with a philips representative. The customer requested part information for a replacement battery with no engineer evaluation. The age of the battery is not obtainable to determined if the battery malfunction or expired due to normal battery wear. The customer was shipped a new battery. The device remains at the customer site, and no further evaluation is required at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24dec2020.

Event description:
It was reported to philips that the device's battery was not holding a charge. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.